Event description:
It was reported that the patient was hypotensive. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred during the procedure. At an unknown time, it was reported that the patient was experiencing low blood pressure. The patient also stated they feel tired, have dull chest pains and heartburn. The patient feels these symptoms are increasing every day and stated they did not have these conditions prior to the watchman flx implant. The patient has followed up with their cardiologist.